Manufacturer narrative:
A DHR cannot be performed because a serial number was not provided. A review of device history record and review of production records cannot be performed as there is no serial number of the pump within the complaint. Complaint data cannot be reviewed on this device as there is no serial number mentioned, this is a complaint from 2022. This MDR will be reopened and updated in the event device involved or additional information becomes available. Investigation cannot be performed as the pump is not returned. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6) 2022, infutronix received a report from a healthcare facility that an infusion pump had the incorrect library loaded. No patient was harmed reported.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaints on this device. Analysis of the returned device was completed on 4/11/2024: the pump's outer box was labeled with a sticker with the correct item code and library, but the incorrect library was configured to the pump. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.